Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device had operating currents within specifications. No unexpected battery alarms or failures noted. The device had intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump had a cracked case at display window corners. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 187 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.